Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pneumatic tap was damaged, resulting in cartridges being unable to be loaded. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 438 mg/dl.